Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with high impedance on the right ventricular lead. On (B)(6) 2018, the patient presented for a replacement procedure. During the replacement procedure, the lead was partially removed. Another lead was placed and the patient was stable before, during, and after the procedure.

Event description:
New information received on (B)(6) 2018, indicates that the lead was fractured.

Manufacturer narrative:
A partial lead with the pin measuring(B)(4) cm was returned for analysis. Conductor damage was noted at cm from the pin consistent with clavicle crush damage. It was noted that the outer coil had an open circuit due to a conductor fracture at this region. The cause of the high pacing impedance and lead fracture was isolated to the clavicular crush damage.